Manufacturer narrative:
The ae term for the previously report mi is post procedure ckmb above the normal limits. The patient was treated with medication. Cec have adjudicated that an mi also occurred on the same day as index procedure. The mi was in the terrority of the target vessel (lcx). The arc adjudication result is non q wave mi, arc peri-pci.

Manufacturer narrative:
Investigator has indicated that the previously reported mi was remotely related to the study device. It is reported the event is continuing.

Manufacturer narrative:
(B)(4).

Event description:
One resolute integrity drug eluting stent was implanted in the lcx during the index procedure. Approximately 1 day later, the patient had a myocardial infarction. It is unknown if this is related to the target lesion.

Manufacturer narrative:
(B)(4) have adjudicated that the previously reported arc mi occurred one day post index procedure not same day as previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.